Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the stem, neck and head were revised due to loosening and osteolysis.